Event description:
As report, a 5x15/142p pk blue /aviator/plus balloon expandable stent did not open properly after being implanted in the body. There was no reported patient injury. The damage was noted to the balloon during connection of indeflator and during balloon inflation. There were no anomalies noted when the device was taken out of the package. The device was prepped following the instructions for use (IFU). There were anomalies noted during or after the device was prepped. The device was not resterilized. The device was not pulled from the packaging by the hub and if so where any anomalies noted at this time. There was no difficulty encountered connecting the hub to the in-deflator device. The device will be returned for evaluation.

Manufacturer narrative:
(B)(4). This device is available for analysis but the engineering report is not yet available and device history record (DHR) is pending . However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly d4, g4,g6,h1,h2,h3 and h6. A 5x15/142p pk blue /aviator/plus balloon expandable stent delivery system (sds) did not open properly after being implanted in the body. There was no reported patient injury. The damage was noted to the balloon during connection of indeflator and during balloon inflation. There were no anomalies noted when the device was taken out of the package. The device was prepped following the instructions for use (IFU). There were anomalies noted during or after the device was prepped. The device was not resterilized. The device was not pulled from the packaging by the hub and if so where any anomalies noted at this time. There was no difficulty encountered connecting the hub to the in-deflator device. The product was returned for analysis. One non-sterile sds balloon aviator/plus 5x15/142p sds was received for analysis coiled inside a plastic bag. The mentioned expandable stent was not returned for evaluation. Per visual analysis the balloon was observed deflated. No anomalies found. Per functional analysis a lab sample syringe filled with water was attached to the hub of the sds and pressure was applied. The balloon was inflated to nominal pressure. No anomalies were observed. Per dimensional analysis the device was found to be within specification. A product history record (phr) review of lot 82199345 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent underexpanded¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. Procedural images were not provided for review. Details of target vessel or lesion were not provided. The exact cause of the reported event could not be determined. According to the safety information in the instructions for use ¿contraindications generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Warnings patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Precautions prior to use, the product should be examined to verify functionality and integrity.¿ the device received performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.